Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a hyperglycemic event and the patient was brought to the hospital. It was unknown what the cgm device was displaying at the time the patient was brought to the hospital, and what symptoms the patient was experiencing. At the hospital the patient was diagnosed with diabetic ketoacidosis, but no specific blood glucose reading was reported. The patient was treated with insulin, but the route of treatment was not reported. The patient was discharged either on the same day, or the day after. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. There was no direct allegation from the patient that the sensor failure caused the hyperglycemic event. No other details were documented and attempts to contact the patient for more information were unsuccessful. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident and that her high alert was set to 250 mg/dl with the snooze feature disabled. Data investigation shows that at 11:00 am on (B)(6) 2026, the patient¿s estimated glucose values exceeded the user high alert threshold, and the app delivered a visual high alert with an egv of 251 mg/dl. At 11:05 am, the app delivered a second high alert, this time at half volume, with an egv of 264 mg/dl. At 11:10 am, the app delivered a third high alert, this time at full volume, with an egv of 274 mg/dl; this alert was acknowledged immediately. The patient¿s egvs remained above the user high alert threshold for the next few hours, reaching 362 mg/dl at the highest point at 12:50 pm. The patient¿s egvs then began to decline and crossed back into target range at 1:55 pm with an egv of 244 mg/dl. They remained in target range thereafter. Data investigation did not find any sensor failure on the alleged incident date. The reported complaint is undetermined. Although performance data indicates that the system performed as intended and delivered all intended alerts on the alleged date of incident, without further details from the reporter, it could not be determined whether and how the cgm may have contributed to the hyperglycemic event. The allegation and the probable cause could not be determined. No additional patient or event information is available.